Event description:
Pt had a suspect infection in the portal pocket region of chest. Dr went in to remove the port. Locking mechanism was detachedd from base of portal. He described the unit being in three (3) pieces prior to be removed. He insisted that the locking mechanism failed.